Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Additionally, it was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Reportedly, the customer did not do anything to address high bg. The pump was reset, and the customer continued to use the pump for insulin therapy.